Event description:
It was reported during the attempted implant procedure, the physician was unable to implant the lead due to pt anatomy. The leads were discarded by the facility. No further info is available at this time.

Manufacturer narrative:
The lot and serial numbers for the ipg were not provided; therefore, no mfg or expiration date can be determined. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.